Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the company representative (rep) reporting that after the procedure a seroma developed at that site that had to be drained today and was visually inspected by opening patient up. Visually patient had a pretty large seroma, 600 ccs of fluid were drained near the spinal incision site that had been undermined. The fluid was cultured and sent. They do not think it was a cerebrospinal fluid (csf) leak as patient did not have consistent headache symptoms and no csf seen leaking. There was loose skin in the back area where he "undermined" and after draining the seroma they sutured patient back up to see if that would resolve the issue. Tissue was not red and no concerns with infection known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the company representative (rep) and confirmed with the healthcare provider that it was unknown at the time of this report if the event resolved. The results of the culture were unknown as of the time of this report.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal morphine (unknown) and baclofen (unknown) at unknown dose/concentration via an implantable pump for non-malignant pain and failed back surgery syndrome. The healthcare provider (hcp) reported that the patient went to the emergency room (ER) due to swelling on her back. The hcp stated that the patient had a computed tomography (CT) scan and it appeared that the catheter was leaking. The hcp stated that the CT shows a large collection of fluid toward the left "of it" on her back.

Manufacturer narrative:
Continuation of d10: product ID 8785 lot# hg6ww98 serial# implanted: explanted: product type catheter product ID 8781 lot# serial# (B)(6) implanted: explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8785, serial/lot #: (B)(6) , ubd: 07-mar-2025, UDI#: (B)(4) ; product ID: 8781, serial/lot #: (B)(4) , ubd: 16-may-2026, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.